Event description:
Complainant alleged that while treating a frail, diaphoretic male pt in cardiac arrest, the device did not display an ECG signal with electrodes. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing they were not able to replicate the reported malfunction.